Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Failure mode was that of instrument fracture. Inspection of the device confirmed the fracture as only 3 1/8" of the 4" device was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined and the product was likely conforming when it left zimmer biomet control. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Report source - user facility report received. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
It was reported that the k-wire broke during an orthopedic repair procedure of a lisfranc fracture. No patient consequences have been reported at this time, as a result of the malfunction. Attempts have been made and no further information has been provided.